Manufacturer narrative:
No unexpected blank display anomalies or reservoir icon anomalies noted during testing. The power management graph was in specification, however the power management graph indicated connector resistance issue. Multiple unexpected battery power loss anomalies, power loss alarms and replace battery alerts in the format history file noted in the long trace file due to connector resistance issue. A pump error 25 alarm was present in the format history file due to connector resistance issue. The connector for the electronic board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the device functioning properly during testing as shown in the power management graph. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and cracked select button on keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now. The patient's blood glucose at the time of incident is unknown. During troubleshooting the insulin pump did not provide a low battery warning prior to the replace battery now alarm. The battery was not previously used. The insulin pump was not dropped. The device would shut down despite multiple battery changes. The customer woke up with hyperglycemia due to the insulin pump shutting off. The insulin pump will be returned for analysis.